Event description:
Caller indicated the relion prime meter was giving high readings. A couple days before meter was showing readings in 200-300s so he took his humalog. His readings kept getting higher and topped out at 588 on sunday even though he had taken some medicine. She took him to hospital because his sugar was not going down. When they got to the hospital his reading was in 160s. There was no treatment given, but they ran blood tests and kept testing sugar levels to make sure he was ok and then released him. Unsure if he's applying the sample correctly. They did not have strips with to do a test. He is new to this meter and may be putting blood on the top surface. Tried to explain how to apply blood and she felt sure he was doing it properly. Washes hands but does not always use new lancet. Leaves strips in original container and keeps in living room, always closes lid of bottle after taking strip out. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.